Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer knob was received tightened and in a backward position. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The device was wet tested and found that saline was leaking from the tear in the sheath. The housing of the burr catheter was dismantled and found the sheath was torn. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2018. It was reported that saline leak occurred. The target lesion was located in the coronary artery. A 1.75mm rotalink¿ plus was selected for use. During procedure, it was noted that the 1.75mm burr has a small pinhole in the tube where you make the connection for the rotaglide mixture. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the sheath was torn.